Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested the following was obtained: * can you identify the lot number of the product used? * when did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient) ? * what is the procedure name and date? * please provide the source or name and title of external person providing answers to follow-up no further information available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was reported: was surgery delayed due to the reported event? --> no, action taken when event occurred? --> opened new suture, was procedure successfully completed? --> yes, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Suture broke mid length. There were no patient consequences reported. Additional information was requested.